Manufacturer narrative:
Other applicable components are product ID: 3889-28, lot# va09vza, implanted: (B)(6) 2013. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient who was implanted with a neurostimulator for gastrointestinal/pelvic floor. It was reported that the device was ¿acting up again¿ and not connecting in (B)(6) 2015. The device starting ¿giving [the patient] problems¿ and ¿the reaction¿ was coming back. Additional information received from the patient on (B)(6) 2015 reporting that ¿one of the techs checked it and said the battery is going to die so I need to find a doctor.¿ the patient was scheduled for replacement the week following this report but due to health reasons she couldn¿t follow through. The surgery was pushed to (B)(6). The patient wanted to find a doctor that could do the surgery in (B)(6). She was sick. This event will be updated if additional information is received. On (B)(6) 2017, more information was received from patient reporting that the ins was surgically replaced due to depleting faster than expected. Patient indicated that the wire wasn't giving them the correct signal wave and was sucking up from the battery. Additional information was received from the hcp on (B)(6) 2017. No information was provided on current status of device, however hcp stated it was replaced (B)(6) 2015. Patient's last known weight was (B)(6) and that patient was last seen on (B)(6) 2016 and current device implanted was functional. Moreover, on (B)(6) 2017, I t was also reported from manufacturer representative (rep) that the battery died due to the lead placement, stating that when you don¿t have the best lead placement it wears out the battery. No further complications were reported.